Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ additional information:the reporter contacted animas on 01/30/2015 with additional information about the pump and the event.b5: the reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. (B)(4)

Event description:
On (B)(6) 2015 the reporter contacted animas stating that they were unsure if the pump had lost power or not. At the time of the call, the reporter did not have a battery cap for the pump and therefore could not determine if the pump had power or not. Customer technical support made several attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. Visual inspection revealed that there were two cracks on the battery compartment. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was able to maintain and electrical connection with the pump. The pump was exercised for 24 hours with no power reboots occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses. In addition to the unrelated issues, evaluation revealed that the pumps audio tones were not functioning. The pump case was removed and a cracked solder was found on the piezo. A test piezo was inserted and was found to function properly. The power issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump brand name, model, and serial number were not provided at the time of initial contact. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.